Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the esophagus to treat a malignant 8 cm esophageal stricture during a metal stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent could not be deployed, even after multiple attempts at pulling the deployment suture. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a different model of esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of a stent's partial deployment.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of a stent's partial deployment. Bock h11: an ultraflex esophageal distal release stent was received for analysis. The stent was returned partially deployed. Visual inspection was performed and found the shaft was bent. Functional examination was performed by pulling the finger ring and the stent was deployed without resistance felt. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The damages noted were most likely due to procedural factors encountered during the procedure. It may be the characteristics of the lesion, the techniques used by the physician, or the amount of force applied to the device during use resulted to the damages observed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in the esophagus to treat a malignant 8 cm esophageal stricture during a metal stenting procedure performed on (b)(5) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent could not be deployed, even after multiple attempts at pulling the deployment suture. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a different model of esophageal stent. There were no patient complications reported as a result of this event.